Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported that the patient came to the doctors' office complaining of pain. X-rays were taken and implants looked to be in optimum position. A metal suppressing MRI was ordered and found to have significant abnormalities in fluid and tissue destruction, according to surgeon. Cobalt and chromium blood tests have been ordered.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review was not performed as the device details are unknown -complaint history review was not performed as the device details are unknown.. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Additional information, including biopsy/histology reports, operative reports, x-rays, patient history, progress notes are needed to fully investigate the event.

Event description:
It was reported that the patient came to the doctors' office complaining of pain. X-rays were taken and implants looked to be in optimum position. A metal suppressing MRI was ordered and found to have significant abnormalities in fluid and tissue destruction, according to surgeon. Cobalt and chromium blood tests have been ordered.